Event description:
The pt experienced a shocking sensation that started about 6 weeks ago. When the stimulation was turned on, and especially when the pt changed body positions, the pt was shocked "real bad". Even with the stimulation lowered, the pt was still getting shocked; for example, when the stimulation was set at 0.5v, it felt like 10v. The stimulation therapy was also turning on and off. While the stimulation was turned off, the pt had no shocking sensation. Follow-up with the pt's healthcare professional was recommended. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.